Manufacturer narrative:
(B)(4) gender - additional, describe event or problem - additional, if follow-up, what type?: additional information.

Event description:
Subsequent to the initial MDR, additional information from the distributor was received on 05/16/2016. It was reported that the relationship of the reporter to the patient is the patient's parent.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. Relationship to patient is unknown. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.